Manufacturer narrative:
It was discovered on april 7, 2021 that date of event was erroneously submitted in initial report. Manufacturer¿s reference number: (B)(4). B3 field was updated.

Manufacturer narrative:
On (B)(6) 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the sm mpp gel 800cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection the returned device. Visual analysis of the returned sample revealed that the ssm mpp gel 800cc breast implant had an area of delamination at the union between the patch and shell, causing gel leakage. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast reconstruction surgery with two 800cc mentor memorygel breast implants experienced bilateral rupture post procedure. A magnetic resonance imagery was performed on (B)(6) 2020 which confirmed bilateral rupture. As a result, patient had an explantation on (B)(6) 2021. This medwatch form is for the right breast prosthesis.